Event description:
It was reported that a dr implanted a protegen sling in 1997. The pt "developed injuries and complications secondary to the implant surgery, and the sling was removed in 1999." There is no further info available on this case and the device was not returned for eval.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced pain, tissue erosion, vaginal discharge and bleeding, infections and odor.